Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. There was no discoloration, corrosion, or contamination on the cable. Further inspection found no abnormally sharp or damaged components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire went out on the fenestrated bipolar forceps instrument intraoperatively. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a general report was received that during da vinci-assisted surgical procedures, they have experienced broken fenestrated bipolar forceps instruments at several associated hospitals. Specific event and device information was not provided. It was stated that each patient had intraoperative x-ray imaging performed in case a retained part of the wire dropped off in the patient¿s cavity, which the customer felt was becoming a patient safety concern.